Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the mother smelled insulin in the device, and the doctor believes that insulin leaked into the reservoir compartment. It was stated that the mother was not sure where the reservoir is leaking from. No further information was provided.